Event description:
Info received indicates when the bed was being moved, the left foot caster bent under the frame of the bed.

Manufacturer narrative:
The tech found the left foot caster hardware separated from the base frame. The tech noticed rust where the caster separated. Repairs have not been completed.